Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The pcb was found to be faulty and is no longer repairable. The customer received a replacement device to resolve the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device will not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.